Event description:
The pt stated that he has wanted his pump removed for the last six months and was in more pain now than ever. The pt needed a refill because the alarm date on the pump was approaching. He was seeking another hcp. The pt does not feel that his pump was working. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).